Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site and stated the leak came from loose worn tubing connected to the blood sampling valve (bsv). The fse trimmed tubing end and re-connected resolving the leak. While onsite, the fse also aligned bsv probe section with actuator arm and rinse block mount at probe as a preventative measure. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported approximately 1/2 ml of uncontained diluted blood leaked from the probe wipe in a coulter lh 500 hematology analyzer while cycling patient samples. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.